Manufacturer narrative:
(B)(4). (B)(6). Additional concomitant medical products: 00000004244, allofit alloclassic shl 50/hh, 2802758; 0100013508, durasulâ® alpha insert hooded hh/32, 2799327; 00877503201, bioloxâ® delta ceramic femoral head, 2828924. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient experiences pain due to avulsion of the trochanter. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The complaint was confirmed based on the x-ray and surgical op notes that were provided. The x-ray review showed avulsion fracture of the superior aspect of the left greater trochanter. DHR was reviewed and identified no deviations/anomalies in the manufacturing process. A definitive root cause cannot be identified with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient experiences pain due to avulsion of the trochanter. Additional support and pain relief medication were provided. No intervention was necessary at this point of time. Attempts have been made and additional information on the reported event is unavailable.